Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: stylet used in a trimmed 46cm bard double lumen PICC at the "0" mark on the catheter, where clinician obtained a blue bulls' eye, & line was cleared for use on 5/29. That night patient received a cxr for another reason, & nothing was noted. Patient was discharged, & returned to the hospital ER on 6/3 for heart palpitations. PICC team was called to evaluate PICC, & the team looked at cxr taken on 5/29. They noticed PICC seemed deep, so they asked radiology to interpret. Radiology stated PICC tip was in the tricuspid valve of the right atrium, & needed to be pulled back 8cm. PICC team pulled back 8cm, got another cxr, & PICC was read cavo-atrial junction. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. It was reported the catheter tip was not in the correct location after achieving a blue bulls eye. The customer provided a blue bulls eye symbol as reported; and an x-ray that shows the catheter tip beyond the cavo-atrial junction as reported. The console was not returned and no patient data was provided to review. The probable cause of this issue could not be determined based on the information provided and without a sample. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: stylet used in a trimmed 46 cm bard double lumen PICC at the "0" mark on the catheter, where clinician obtained a blue bulls' eye, & line was cleared for use on 5/29. That night patient received a cxr for another reason, & nothing was noted. Patient was discharged, & returned to the hospital ER on 6/3 for heart palpitations. PICC team was called to evaluate PICC, & the team looked at cxr taken on 5/29. They noticed PICC seemed deep, so they asked radiology to interpret. Radiology stated PICC tip was in the tricuspid valve of the right atrium, & needed to be pulled back 8cm. PICC team pulled back 8cm, got another cxr, & PICC was read cavo-atrial junction. The patient's condition is reported as fine.